Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to the (B)(6) 2009. The device fails multiple self-tests due to a low battery between (B)(6) 2009 and (B)(6) 2010. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2014 and then between (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was not pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.